Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: bd has determined that when inserting the catheter, the needle retracts slowly or does not retract at all. Slow or no retraction may result in repeated attempts to retract the needle by pressing the button. It is also possible that a needle may remain exposed despite attempts to cover it.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Clarifying information received: on 1-jul-25: complaint to be cancelled. Not a complaint from a customer. The sales rep only shares the recent field action mds_25_5274 as it suspected complaint was related to this fsca. Intake team erroneously created 3 new complaints based on the bd field action document.

Manufacturer narrative:
Correction: cancel MDR. Clarifying information received: on 1-jul-25: complaint to be cancelled. Not a complaint from a customer. The sales rep only shares the recent field action mds_25_5274 as it suspected complaint was related to this fsca. Intake team erroneously created 3 new complaints based on the bd field action document.